Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The hemoglobin a1c st aia-pack hba1c package insert states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that aia-pack hba1c control set be assayed daily. The minimum recommendations for the frequency of running control material are: after calibration, controls are run in order to confirm the calibration curve. Controls should be run if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, controls should be run in order to verify the overall performance of the tosoh aia system analyzer. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to fault/ failure of the eluent buffer.

Event description:
It was reported that the customer received out of range-low quality controls (qc) results after changing the qc lot with their g8 analyzer. The customer stated that they were using thermo scientific (B)(4) and lot 62a. The day before qc results ran high, and the most recent qc results were "0". The customer could not verify the ranges. The customer attempted to troubleshoot by installing a new column and calibrating, but qc results remained out of range-low. Technical support (ts) instructed the customer to fax chromatograms. Ts reviewed the chromatograms and reported they looked normal. The customer agreed to call back when information about the qc ranges was received. Additionally, the reporting software (rps) was unable to produce results because of p00 peaks, but the p00 peaks did not appear on the chromatograms. Later that day, the customer called back with the qc ranges. The customer stated that the qc was barely in range and that the device was still detecting p00 peaks on one qc. The customer was to run some patient samples as dilutions to see if the results appeared normal as dilutions since the qc was also run as dilutions. The next day, the customer called after the diluted samples had been run and provided chromatograms. Review of the chromatograms by ts noted the results to appear normal. Ts subsequently sent a set of canterbury qc for the customer to try and instructed the customer to call back after they ran the new set of qc. On(B)(6) 2018 ts was able to reach the customer for follow up after previous unsuccessful attempts. The customer stated that the new controls were received and that on (B)(6) 2018 they were able to resolve the issue by changing the buffers. No further action was required by technical support. The reported event resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.